Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death of serious injury.

Event description:
Reporter indicated that a pt had a gross fracture of the vns lead. The pt had vns lead and generator revision surgery performed. The explanted lead and generator have been returned and are pending product analysis. Attempts for further info are in progress.